Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that he completed his treatment with no alarms. When removing the set, he discovered a fluid leak inside the cassette door. The set was discarded. During follow up, the patient's nurse reported that his effluent has been clear. He has had no signs of infection. He was prescribed prophylactic antibiotics vancomycin and gentamicin. He had effluent cultures taken and all have come back negative with no growth. No adverse event reported at this time.